Event description:
It was reported that the connection piece broke off intra-operatively. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the thread tip has broken off due to temporary overload. The reason for the overload could not be determined conclusively. We can only assume that an unintended bending moment exceeded the load limit of the material and ultimately caused the break. No product defect could be found.